Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an adenoidectomy surgery, it was found that the cutting surface of the evac 70 wand broke. The pieces did not fall into the patient. The device could not ablate and the patient could not stop bleeding. It is unknown if the reported bleeding was a normal/ expected quantity of bleeding. The procedure was completed with non-significant delay by replacing the device with bipolar electrocoagulation to stop the bleeding. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A risk management review found that the reported failure was documented appropriately and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Per case details, the broken pieces did not fall into the patient. Although it was reported the bleeding could not be stopped, e-mail communication reports that the patient is fine. Should any additional clinical information be provided this complaint will be re-evaluated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.